Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events cannot be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the computed tomography (CT) scan; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. "Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was 203 on (B)(6) 2021 and remained within normal limits. Plasma free hemoglobin was not obtained. There was no suspicion for device thrombosis. The patient was given protonix and computed tomography (CT) did not show source of bleeding. CT did show an abnormal intraluminal opacification of the rigid portion of the left ventricular assist device (lvad) outflow cannula, which demonstrated narrowing with thin central twisting bandlike contrast opacification and eccentric hypoattenuation. Cardio-thoracic surgery (cts) was consulted and felt that stenting may be an option in the future. There were no operational issues with the lvad so intervention was put on hold. Esophagogastroduodenoscopy (egd) and colonoscopy were obtained on (B)(6) 2021. A polypoid lesion at the ileocecal valve was biopsied. Biopsy results did not show active dysplasia. Colonoscopy on (B)(6) 2021 biopsied the polypoid in the proximal ascending colon. The result was negative for granuloma, dysplasia, and malignancy. The patient had no further episodes of bleeding and so was discharged (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This record will only report the patient's gastrointestinal bleed. The patient's outflow graft issue will be covered in manufacturer report number #2916596-2021-03972.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had dark stools, coinciding with complaints of syncope and lightheadedness. Hemoglobin and hematocrit (h&h) count was 9.7 and 30.9. It was unknown if low h&h was related to gastrointestinal (gi) bleed. There were no signs of bleeding, although colonoscopy found a polypoid lesion at the ileocecal valve. This was biopsied.